Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was rising thresholds, rising and high impedance on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.